Event description:
Information received by medtronic indicated that the insulin pump had a received drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. Customer stated able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will continue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.